Event description:
It was reported that during a lap appendectomy procedure the surgeon went to fire the device and it fired one roll of staples. One side deployed but the other did not. They opened another device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.